Manufacturer narrative:
One 4 lesion nt2000 rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. User defined temperatures were successfully achieved during the application of radio frequency energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported temperature issue could not be determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Four ports of the generator did not reach temperature while the patient was on the table and the case was cancelled.